Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22.9 mmol/l (412.2 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. Multiple corrections were administered through bolus and eating carbs but the bg levels did not decrease. Upon inspection, insulin was noticed to be leaking out, the patient was unsure if the cannula was properly inserted into the infusion site and when removed it was found to be bent. Hyperglycemia treated by applying a new pod and bolus.

Manufacturer narrative:
The cannula assembly and needle mechanism were inspected for anything that could possibly cause improper cannula insertion and nothing was found. Download data showed no abnormalities. Cause of the reported improper cannula insertion could not be determined. No kinks or damages were found along the soft cannula during investigation. Fluid was observed passing through the fluid path successfully. No issues found that would cause device to fail to deliver insulin. For your reference, insulet modified our internal investigation finding codes effective (B)(6) 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.